Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd preset¿ arterial blood collection syringe experienced foreign matter on the device cannula / needle / syringe or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, it was found that there were foreign matter on the plunger stopper."